Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection of the first unit, engineering found no visible damage. Upon inspection of the second unit, engineering confirmed the tip of the cannula was fractured and noted indentation marks on the fractured piece of the cannula. Not all pieces of the fractured cannula were returned for evaluation. Upon further inspection, engineering also found the seal housing cap was detached. Based on the evaluation of the second unit, the root cause of the cannula damage is likely due to an interruption in the molding process. The detachment of the seal housing cap most likely occurred during the return shipping of the unit and is not related to the customer experience. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, engineering has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap tubal- "doctor was pulling filshie clip up through cannula when tip of cannula broke off. One piece was retrieved. Doctor was unsure if all pieces were found." Patient status - "unknown."